Event description:
It was reported that when doctor interrogated the patient's system, they saw out of range impedances on the right side battery. Patient experiencing some increased tremor in left hand. Patient reports that they fell. They could not remember when they fell or if they fell on the side of the impedance issue. Healthcare provider (hcp) ran impedances multiple times at 1ma, issue did not clear. Issue is with the bipolar readings. Monopolar impedances are all showing within normal range. No other troubleshooting has been performed and the issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the low impedance was not determined, though the physician suspected it may be related to a patient fall. The physician adjusted the programming to use unaffected electrodes; the issue has not been resolved, and no further action is planned. The information was confirmed and provided by the physician.